Event description:
Patient had a transcatheter transfemoral aortic valve replacement. At the end of the procedure, in the physician's own words: we then went to remove the right femoral sheath, the pigtail was removed and then the sheath was exchanged out for a wire and the perclose was introduced and when the perclose was deployed, it fractured and the entire device cracked in the patient. We were able to remove enough of the device up to the skin level to advance a wire back into the femoral artery and this allowed us to have control of the artery and we placed sheath in the artery at this point to tamponade any bleeding and we immediately recognized that a portion of the footplate fractured and in the wound where we had deployed this, we were able to identify the gore-tex suture holding that piece of foot plate in place. At this point, with the bleeding controlled and we began to assess our options for retrieval of this, we recognized it was not visualized under fluoroscopic guidance. It was not radiopaque. I did contact another surgeon at this point who came to our assistance and after discussions of attempting different methods to try to retrieve this percutaneously, we felt probably the best way to extract this was through an open cutdown. We therefore proceeded to extend our incision from the sheath superiorly. We divided the musculature, dissected down directly onto the artery around the area where the sheath was in place and at this point, we opted for with control proximally to remove the sheath and attempted removal of the footplate now that we had this all dissected out and this actually was achieved easily and the entire remainder of the perclose device was removed. We then repaired the arteriotomy site with 2 prolene sutures and this achieved good hemostasis. Per rn, the device broke during deployment.